Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) while in use on the patient, the registered nurse noted that the pump was giving off a helium loss 3 alarm. It was suggested to check for ectopic beats, kinked catheter and a leak in the connection or tubing. The rn reported none were present. Also, it was advised to check the gas drive line for blood and this was not visible. As a result, pumping was stopped and the intra-aortic balloon (iab) was removed, where another iab was inserted without complications and pumping was recommenced. There was no report of death. It was also reported the patient experienced a descending thoracic hematoma (no dissection). The staff reported this as having being observed on catheter reinsertion. They did not attribute it to the event.

Event description:
It was reported that the intra-aortic balloon pump (iabp) while in use on the patient, the registered nurse noted that the pump was giving off a helium loss 3 alarm. It was suggested to check for ectopic beats, kinked catheter and a leak in the connection or tubing. The rn reported none were present. Also, it was advised to check the gas drive line for blood and this was not visible. As a result, pumping was stopped and the intra-aortic balloon (iab) was removed, where another iab was inserted without complications and pumping was recommenced. There was no report of death. It was also reported the patient experienced a descending thoracic hematoma (no dissection). The staff reported this as having being observed on catheter reinsertion. They did not attribute it to the event.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of leak suspected is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.